Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with two ecr60g cartridge reloads present. Cartridge (b) was received fully fired and in good visual condition. Cartridge (c) was received with the right side fully fired, left side outer row fully fired, and the two inner rows partially fired 1/16. Upon evaluation of the reload (c) the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Furthermore the cartridge pan was noted to be detached on the right proximal side. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, as reported from the contact: the stapler only fired completely on one side of the gastric tissue being removed. The gastric sleeve side only fired the outer most row of staples. The other two rows did not fire. We ended up over sewing the open bleeding gastric staple line. We opened a new stapler and continued the case. Also the very first load of the failed stapler was extremely slow and seemed to be working hard but did seem to fire appropriately. It was reported to the rep that it was a green reload that was used and gore seamguard was on the staple load. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: 200 ml blood loss. Did not do transfusion.